Manufacturer narrative:
(B)(4). Date sent: 10/8/2025. D4 batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy there was a stoma closure surgery. Post-op, there was bleeding at the anastomosis. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2025. Additional information received: they used blue reloads for these procedures. No malformed staples and no open staples. No issues firing the device. The surgeons like firing the glc and say it is less force to fire. The hospital is converting from ntlc to glc. They have done 10 procedures using the glc. There are no videos or photos.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2025. Corrected data: b1, b2, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2025. Additional information was requested, and the following was obtained: was there any other issue noted with the device or the staple line intraoperatively during the original procedure (malformed staples, staple line missing staples, etc.)? No. ¿ what anatomical structures was the device fired on? Jejunum. ¿ how was the post-operative bleeding identified? Anemia and check with CT scan. ¿ how was the post-operative bleeding addressed? No surgery (conservative). ¿ if addressed, what was observed at the site of the bleed? ¿ was a transfusion required? Yes. ¿ what was the pre and postoperative anti-coagulant and pain management protocol? Surgeon don¿t remember. ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? No consequence. ¿ what is the current patient status? The patient is well. ¿ are there any photos available? No. ¿ please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). ¿ does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No, the surgeon don¿t attribute the bleeding to linear cutter.